Manufacturer narrative:
The reported event of lead fracture was not confirmed. A partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the right ventricular lead was explanted and replaced due to a lead fracture. The procedure was successful. The patient was doing well post surgery.